Event description:
New information on (B)(6) 2016 stated that the right ventricular lead exhibited noise. Noise was reproducible with arm movements. All other electrical measurements were in range. The lead was explanted and replaced. The physician suspected the lead to exhibit clavicular crush. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision, the right ventricular lead was explanted. No further information was available.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 28.0cm to 28.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.